Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not mention any symptoms, treated high blood glucose levels with manual injection. Customer's blood glucose value was 400 mg/dl at the time of the call. Customer did not report when the high blood glucose levels began on or if they contacted their healthcare professional. Customer did not troubleshoot for high readings but no delivery alarm. Customer cannula was bent. The product was not returned for analysis.